Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report 2032227-2014-22248.

Event description:
It was reported that the insulin pump alarmed no delivery multiple times. The customer stated that every time the alarm occurred, they changed the infusion set hose and the alarm clear. They stated that they had to change the hose every other day because they were getting punched. The customer had reverted to an old insulin pump that they had, but they were advised to discontinue the use of that device because they had reported a motor error on that device. The customer's blood glucose was unknown. Nothing further was reported.